Event description:
A report was received that the pt would undergo a pocket revision due to difficulty charging. The pt stated the ipg feels as though it is at a slant. After the revision surgery the pt was able to fully charge their ipg.

Manufacturer narrative:
This is the final report.